Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic bariatric surgery, the reload was inserted into the stapler and it did not fire, the number 0 appeared on the stapler display. In order to fix the issue, a new device was used to complete the procedure. There was no patient injury.